Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had experienced an infection at the site of the scs ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's system was removed to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.